Manufacturer narrative:
The pump was received with a pump error 39 alarm during rewind. The pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat test due to the pump error 39 alarm during rewind. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25 alarm was noted during testing or was found in the downloaded trace and history files. Additionally, further review of the pump history file shows: on (B)(6) 2023 there were: thirty (30) pump error 39 ((B)(6)) motor current error alarms (between 19:01 and 20:51) due to motor error (too high motor current detected, motor is stopped). One (1) pump error 41 ((B)(6)) motor voltage error alarm (19:01) due to the motor registering a voltage failure (the measured voltage is not within the threshold). On (B)(6) 2023 there were: four (4) pump error 39 ((B)(6)) motor current error alarms (07:26, 07:35, 08:10, and 09:07) due to motor error (too high motor current detected, motor is stopped). The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Pump error 25 alarm is not confirmed. Pump error 39 and pump error 41 alarms (motor current and voltage errors) are confirmed, faults are isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received power error alarm (pump error 25). Customer stated that alarm was recurring every 4 hours. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will discontinue to use the pump. The insulin pump will be returned for analysis.